Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) failed to activate. It was rebooted several times and the message was displayed, however the rotation of the fan was unstable. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician replaced the coin battery. The coin battery in the central control monitor (ccm) should have been replaced during the six year preventive maintenance visit but the ccm did not have that visit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) to power on but would not activate. The ccm boots with error message "disk boot failure, insert system disk and press enter". Replacing the single board computer (sbc) printed circuit board (pcb) battery restored operation of the ccm. He also found the fans to be stable and have no noise or vibration. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.